Event description:
On april 13, 2007, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On april 30, 2007, the medical affairs specialist (mas) contacted the pt to obtain and verify info. The mas also reviewed the recorded telephone call. In 2007, in the early morning, the pt obtained a fasting blood glucose reading of 558 mg/dl on the reported meter. At that time, the pt was experiencing the symptoms of nausea and lightheadedness. Following this reading, the pt took 10 units of novolog insulin based on her sliding scale. One hr later, the pt retested her blood glucose level and obtained a result of 423 mg/dl. The pt then took another 10 units of novolog insulin and went to bed. One hour later, the pt got up, began shaking and then passed out for two mins. The pt was revived, and her blood glucose level was tested to be 500 mg/dl using the reported meter. The pt then used her sister's meter, and obtained a blood glucose reading of 42 mg/dl. At approx 9:30 am, family members contacted the physician on-call who advised the pt to during two glasses of orange juice. After drinking the orange juice, the pt's blood glucose level was tested to be 123 mg/dl, using the borrowed meter, and she felt better afterwards. Her evening blood glucose reading was 135 mg/dl. The pt did not go to the ER, as was originally documented. The pt had gastric bypass surgery two yrs ago. Her expected blood glucose readings range from 50 mg/dl to 120 mg/dl. This was the first day the pt had obtained such an elevated blood glucose reading. The pt takes 10 to 20 units lantus insulin in the evenings, and novolog insulin during the day on a sliding scale based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter was programmed for the correct unit of measure. The cca also determined during the call that the pt's test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The pt was using expired test strips, which can cause inaccurate readings. On the day of the event, the pt alleges she took add'l units of insulin based on elevated meter readings, and later passed out. She rec'd emergency treatment with food to resolve her symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.